Event description:
The user facility reported a 53-year-old male patient had active bleeding and large hematoma to axillary insertion site progressively worsening during impella support. The patient was transfused 1 unit prbc as a result of the bleed and discussions with the physician were completed regarding additional treatments that could be undertaken for the site. Support continued with the implanted pump following the transfusion. No additional intervention was required.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿this report is being filed as part of a retrospective review of historical records.¿

Manufacturer narrative:
The investigation into the reported "access site bleeding - major" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. No further details are known. Due to the lack of clinical details and no product returned, the cause of the access site bleeding cannot be determined.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Due to the lack of clinical details and no product returned, the cause of the access site bleeding cannot be determined.